Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Replacement of tibial base plate and insert. Primary surgery was approx. 10 years ago.

Manufacturer narrative:
An event regarding tibial component loosening involving a triathlon insert was reported. Conclusion: based on the limited information provided there is no indication or allegation that device reported in this investigation contributed to the event. The patient was revised for a loose baseplate. As part of revising the baseplate the insert would have had to be explanted. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Replacement of tibial base plate and insert. Primary surgery was approx. 10 years ago.